Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An external visual inspection was performed and failed. Receiver charge and boot tests were performed and failed due to usb connector damage. An internal visual inspection was performed and passed. The speaker and vibrator resistances were measured and passed. The probable cause could not be determined because no data and receiver usb connector was damaged with no power for testing. No injury or medical intervention was reported.